Event description:
During the atrial tachycardia procedure, when the catheter was inserted into the patient and the contact force was attempted to be zeroed, the contact force grams were not was displayed properly as "---g". The status light on the tactisys was lit in red, but when disconnected the connection of the tactisys and catheter, the status light turned to flashing red. The tactisys was power cycled with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.